Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of device entrapment.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used gastrointestinal bleed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure on friday, the clip was deployed and was attached without difficulty but then after the procedure during cleaning the scope, they found a piece of metal inside the scope. It was not the actual clip that they found but the yoke ball that got detached, which might have been due to the scope being torqued during deployment. They removed the metal piece using a brush device. Then on another day, during a colonoscopy, a clip was deployed, and a piece of metal came off. She felt a clicking when opening and closing like something was catching and it did not feel normal. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.